Event description:
It was reported that after using one bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the top of the needle causing drips on the floor, the wall, patient bed, the phlebotomist cart and chairs after activating the safety mechanism. There was no health impact or consequence reported.

Manufacturer narrative:
D2b: medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4: the initial reporter notified the FDA on april 18, 2025. Medwatch report # mw5169282.

Event description:
It was reported that after using one bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the top of the needle causing drips on the floor, the wall, patient bed, the phlebotomist cart and chairs after activating the safety mechanism. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional information. Date received by manufacturer: 16-june-2025. After further evaluation of the complaint, it has been determined that the previously submitted MFR report #:1024879-2025-00751 was submitted in error; it was a duplicate. The report of reportable device malfunction has been sent in MFR report # 11024879-2025-00550. Therefore, this MDR is now void.